Manufacturer narrative:
Brand name: the reported product is an unknown baxter transfer set. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a ¿breaking of¿ the transfer set which resulted in a ¿bad infection¿. The cause of the breakage was not reported. The same day as the event, the caregiver reported they were advised to clamp the transfer set and go to the hospital, (which was declined). The following day, the patient presented to the hospital and was admitted for the event. The patient was treated with unknown antibiotics for two weeks for the event (no further details). On an unreported date while hospitalized the transfer set was changed. At the time of this report, the patient outcome was reported as feeling much better. Action with pd therapy was not reported. No additional information is available.